Manufacturer narrative:
Stryker advised the customer that the parts related to the device were no longer available. Stryker recommended that the customer remove the device from service. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device had a white screen. As a result, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.